Event description:
The nurse contacted baxter's technical service center to report a system error (se) 2240 (air in line) which occurred on home choice (hc) during dwell 2. The home patient (hp) stated that air had entered the setup. The hp stated that she disconnected to go to the bathroom, put the mini cap on her catheter but did not cap the patient line. The hp reconnected upon return. The baxter technical representative (tsr) explained proper disconnecting procedure. The tsr advised the hp to start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a report of a system error 2240 alarm was confirmed . The assignable cause was use error- patient disconnected with out following emergency disconnect procedure. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).